Event description:
The pt experienced a loss of stimulation sensation following a fall. It was noted that up until then the device was functioning well. A surgical revision was performed and physician found that the lead had disconnected from the neurostimulator. He tried to reconnect the lead back into the device but the lead would slide out and would not stay fixed in the connection even after many attempts to tighten the set screws. The physician then implanted a new neurostimulator and completed the surgical procedure with success. If additional info is received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).